Event description:
Head left caster brake would no longer hold. There were no injuries in this event.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the head left caster in order to resolve the problem.